Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and health care provider (hcp). It was reported that the occurrence of dyskinesia with falls and freezing problems were not associated with the implant. The hcp reported the previously reported eri was due to the battery running down and the patient not reporting to the office for appointments as he should. The patient had a previous appointment with the hcp due to the episodes of freezing, difficulty sleeping/insomnia and because he was expecting some changes but nothing has changed with his parkinson's after the battery change; he feels he is not any better with his symptoms than before. It was also reported that the patient's nurse thinks the patent maybe depressed due to the disease progression. The hcp performed a medication adjustment due to anxiety; the patient is always worried about money. Additionally, on 2016-01-13 the patient reported the symptoms of freezing and dyskinesia with falls are still on going and the patient is unable to tell if stimulation was on as he could not find his patient programmer. However, an appointment with the hcp on (B)(6) 2016 revealed the symptoms of freezing were improved but not resolved with the treatment of anxiety. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for parkinson&#38112;dual and movement disorders. It was reported the patient had their ins replaced two days prior to report. He had an EKG performed and they had turned the ins off and the patient was unsure if they turned it back on. They wanted assistance in verifying if the ins was on or not. They were experiencing dyskinesia which was causing the patient to fall every day. They were also experiencing freezing problems. The symptoms were completely new to the patient. When they initially synced with the ins an elective replacement indicator (eri) message appeared. They turned the patient programmer (pp) off and then attempted to sync again and saw a poor communication screen several times. It was determined they had been incorrectly placing the pp on the ins site. The patient was able to properly place the pp on the ins site and was able to sync with the ins and verified that the ins was on and ok. His settings were the same as the previous ins&#38112;settings. The patient was going to follow up with their health care professional (hcp) regarding symptoms. The eri message was cleared. Further follow-up is being conducted to determine what the circumstances were that led to the symptoms and the eri message, what steps were taken to resolve the issue, and if the issue had resolved. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from patient reported that he had sudden issues with freezing and dyskinesia. It was harder for him to get up in the mornings and bent knees. He worried about collapsing.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and health care provider (hcp). It was reported that the occurrence of dyskinesia with falls and freezing problems were not associated with the implant. The hcp reported the previously reported eri was due to the battery running down and the patient not reporting to the office for appointments as he should. The patient had a previous appointment with the hcp due to the episodes of freezing, difficulty sleeping/insomnia and because he was expecting some changes but nothing has changed with his parkinson's after the battery change; he feels he is not any better with his symptoms than before. It was also reported that the patient's nurse thinks the patent maybe depressed due to the disease progression. The hcp performed a medication adjustment due to anxiety; the patient is always worried about money. Additionally, on (B)(6) 2016 the patient reported the symptoms of freezing and dyskinesia with falls are still on going and the patient is unable to tell if stimulation was on as he could not find his patient programmer. However, an appointment with the hcp on (B)(6) 2016 revealed the symptoms of freezing were improved but not resolved with the treatment of anxiety. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from a patient reported over the years his condition had deteriorated and his current health care professional (hcp) had adjusted his medication of levodopa. They adjusted the dosage and timing however they hadn't adjusted the stimulation. His last appointment was about a month prior to report and that was when they prescribed change to the medication. However when asked about reprogramming, they couldn't get it to do what they wanted it to do. The patient tried the new dosage/timing of the medication for 2-3 weeks however the akinesia became worse after a certain level, after the 2 hour pill.